Manufacturer narrative:
The lot number of the device used for this procedure was not disclosed by the end user. A review of the device history record could not be performed. The needle was not returned from the end user for review. Magnified photos of the device have not been received for review. Complaints will continue to be monitored. Previous research has shown that the bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, or surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. It''s also possible the damaged needle could detach from the suture if the device is grasped on or near the swaged end, damaging the suture, allowing the suture to break free from the needle. As per the ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ design verification was performed to ensure that the appropriate materials were selected in order to have an appropriate attachment. Appropriate materials were selected to meet the design requirements. Stability studies also confirm that the product meets the design requirement for the indicated shelf life . No further control measures are deemed necessary at this time.

Event description:
When the medical staff used quill via da vinci, the needle was bent. The bent needle did not injure the organs, but the needle dropped into the patient's body. The needle was retrieved fully intact and removed from the patient's body without further incident.